Event description:
The user facility reported a 47-year-old male requiring an impella cp device for mechanical circulatory support. After being placed on impella cp support, an magnetic resonance imaging (MRI) was performed and it was revealed that the patient had a stroke. It was reported that the patient recovered contractility but were unaware of the patient¿s neurological status.

Manufacturer narrative:
The investigation for the reported stroke/cva issue has been completed. The impella cp device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned for investigation, the root cause of the stroke, cva was not determined. This report is being filed as part of a retrospective review of historical records.